Manufacturer narrative:
Additional information: the lesion being treated was a lesion with 85% stenosis and 30 degree vessel tortuosity in the left anterior descending (lad) artery. The device was not inspected before use. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylet. A 40% contrast/60% saline solution was used. Resistance was not noted when advancing the device to the lesion. Deflation difficulties were noted after the first inflation of the balloon at 12 atm. The device was not moved or repositioned while inflated. The balloon failed to deflate. It was reported to be difficult to remove the device. Many inflation-deflations were attempted but it was impossible to remove so was removed by force. Intervention was required to remove the device from the patient. There was injury to the patient as a result of the event. No further patient complications have been reported as a result of this event. B1 adv evnt/prod prob h1. Type of reportable event patient age, sex and weight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora balloon rx, there were difficulties with balloon deflation, and the device would not deflate at the lesion site. The balloon was used to perform pre-dilation of the lesion. The balloon remained deflated even when outside the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the syringe was emptied of atmospheres, refilled with saline only. The balloon was better but did not deflate completely and was forcibly removed. The balloon remained inflated even when outside the patient. It was later detailed that the patient experienced pain and a change of the st segment in the electrocardiogram at the time the balloon remained inflated until its removal. Image review: an image of the distal end of the device appears to show the balloon in a partially inflated state however unable to confirm the reported complaint from the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for evaluation with multiple kinks on the hypotube. The balloon was in a post-inflated state and the balloon bond was stretched. It was not possible to perform inflation/deflation testing due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.